Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose read "high" (greater than 500 mg/dl) at which he gave himself a bolus of 1.8 units of insulin. Upon deactivation he noticed the cannula was bent and that it was not properly inserted. The pod was worn longer than 48 hours.